Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual pcr curves". Customer reported that they are seeing low CT values for results on the instrument side a while running the rvp assay. The customer run database was provided to bd application specialists for review which revealed no root cause of the issue. A bd field service engineer (fse) was dispatched to the customer site where they performed troubleshooting. Service was unable to replicate the issue. This complaint is not confirmed as there was no problem found with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument had a failure of jagged curves. The following information was provided by the initial reporter: in the measurement results on the a side, there are times when the CT value is low. Bd sars cov2 flu 7 gave low CT results and showed jagged curves.

Event description:
It was reported that bd max¿ system, bd max¿ instrument had a failure of jagged curves. The following information was provided by the initial reporter: in the measurement results on the a side, there are times when the CT value is low. Bd sars cov2 flu 7 gave low CT results and showed jagged curves.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.